Event description:
It was reported that the pt experienced great pain near their hip that increased in intensity when the device was turned on. The pt's stimulation was set at 2. The pt participated in rehabilitation and performed exercises that they claimed they "may be should not be doing". Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).